Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: was coming out of the back of my tubes") and genital haemorrhage ("irregular bleeding") in an adult female patient who had essure (ess205) (batch no. 624486) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 (date of births: (B)(6) 1986), recurrent abortion from 1989 to 2005, hyperlipidemia, hypertension, knee operation, back surgery and smoker. Previously administered products included for depression: duloxetine from 2006 to (B)(6) 2018; for mood swings: lamotrigine from 2006 to (B)(6) 2018; for night terrors: clonazepam from 2006 to (B)(6) 2018; for an unreported indication: ancef. Past adverse reactions to the above products included rash with ancef. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, endometriosis, pelvic adhesions, pelvic adhesions, uterine enlargement, ovarian cyst, allergic reaction to analgesics and drug allergy. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, after insertion of essure (ess205), the patient experienced back pain ("back pain") and urethral pain ("urethral pain / urethral pain (severe and persistent)"). In 2008, the patient experienced toothache ("teeth pain (severe and persistent)"). In 2009, the patient experienced fibromyalgia ("worsening of fibromyalgia (severe and persistent)"). In 2013, the patient experienced depression ("depression"), anxiety ("anxiety") and sleep terror ("night terrors"). In 2014, the patient experienced allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("recurrent uti's"), arthritis ("arthritis"), post-traumatic stress disorder ("ptsd(post-traumatic stress disorder)"), dissociative identity disorder ("dissociative identity disorder"), palpitations ("heart palpitations"), cyst ("cysts"), furuncle ("boils"), skin depigmentation ("loss of pigmentation in my body"), weight abnormal ("weight issues"), sleep apnoea syndrome ("worsened sleep apnea / sleeping apnea"), peripheral swelling ("swelling of my legs / swelling of my hands"), swelling face ("swelling of my face"), muscle spasms ("muscle spasms"), visual impairment ("vision problems"), hyperhidrosis ("excessive sweating"), dry skin ("very dry skin and head"), blood urine present ("blood in urine"), scar ("scar tissue"), abdominal adhesion ("adhesions in my abdomen"), feeling abnormal ("brain fog"), tooth loss ("loss of all of my teeth / teeth falling out"), bladder disorder ("bladder issues"), sexual dysfunction ("sexual dysfunction"), alopecia ("hair loss") and investigation noncompliance ("did not undergo essure confirmation test"). The patient was treated with cyanocobalamin-tannin complex (b12) and surgery (total hysterectomy and oophorectomy surgeries). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, urinary tract infection, arthritis, post-traumatic stress disorder, dissociative identity disorder, palpitations, cyst, furuncle, skin depigmentation, weight abnormal, sleep apnoea syndrome, peripheral swelling, swelling face, muscle spasms, visual impairment, hyperhidrosis, dry skin, blood urine present, scar, adhesion, feeling abnormal, tooth loss, bladder disorder, sexual dysfunction, alopecia, allergy to metals and investigation noncompliance outcome was unknown and the depression, fibromyalgia, back pain, toothache, anxiety, urethral pain and sleep terror had not resolved. The reporter considered abdominal adhesion, allergy to metals, alopecia, anxiety, arthritis, back pain, bladder disorder, blood urine present, cyst, depression, dissociative identity disorder, dry skin, fallopian tube perforation, feeling abnormal, fibromyalgia, furuncle, genital haemorrhage, hyperhidrosis, investigation noncompliance, muscle spasms, palpitations, peripheral swelling, post-traumatic stress disorder, scar, sexual dysfunction, skin depigmentation, sleep apnoea syndrome, sleep terror, swelling face, tooth loss, toothache, urethral pain, urinary tract infection, visual impairment and weight abnormal to be related to essure (ess205). The reporter commented: right oophorectomy on (B)(6) 2015 and a left oophorectomy on (B)(6) 2017 to remove essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Most recent follow-up information incorporated above includes: on 5-jan-2018: pfs received ¿ case upgraded as valid from invalid. New events, depression, recurrent uti's, worsening of fibromyalgia (severe and persistent), arthritis, severe and persistent pain / pelvic pain / fighting with husband due to pain, ptsd(post-traumatic stress disorder), dissociative identity disorder, heart palpitations, cysts, boils, loss of pigmentation in my body, weight issues, worsened sleep apnea, swelling of my legs / swelling of my hands, swelling of my face, muscle spasms, vision problems, excessive sweating, very dry skin and head, blood in urine, scar tissue, adhesions in my abdomen, brain fog, loss of all of my teeth / teeth falling out, bladder issues, sexual dysfunction, hair loss, cramping, irregular bleeding, back pain, urethral pain (severe and persistent), teeth pain (severe and persistent), perforation: was coming out of the back of my tubes, allergic to nickel, anxiety, urethral pain / urethral pain (severe and persistent), night terrors, did not undergo essure confirmation test were added. Event ¿severe and permanent injuries¿ was deleted. New reporter were added. Lot number was added. Historical and concomitant conditions and treatment medication were added. Patient information was added. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: was coming out of the back of my tubes"), genital haemorrhage ("irregular bleeding/irregular bleeding"), systemic lupus erythematosus ("lupus"), polyarthritis ("back, joints and arthritis") and facial paralysis ("bell's palsy") in an adult female patient who had essure (ess205) (batch no. 624486( invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test/ did not undergo essure confirmation test". The patient's medical history included multigravida, parity 1 (date of births: (B)(6) 1986), recurrent abortion from 1989 to 2005, hyperlipidemia, hypertension, knee operation, back surgery, smoker, fibromyalgia, insomnia, depression and elbow operation. Hsg is scheduled on (B)(6) 2007. Previously administered products included for depression: duloxetine from 2006 to (B)(6) 2019; for mood swings: lamotrigine from 2006 to (B)(6) 2019; for night terrors: clonazepam from 2006 to (B)(6) 2019; for an unreported indication: ancef and yaz. Past adverse reactions to the above products included rash with ancef. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, endometriosis, pelvic adhesions, pelvic adhesions, uterine enlargement, ovarian cyst, allergic reaction to analgesics, drug allergy and herniated disc. Concomitant products included clonazepam, dextropropoxyphene hydrochloride;paracetamol (darvocet), duloxetine, lamotrigine and oxycodone hydrochloride;paracetamol (percocet). In 2007, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), bladder disorder ("bladder issues/bladder issues"), sexual dysfunction ("sexual dysfunction"), back pain ("back pain/back pain"), urethral pain ("urethral pain / urethral pain (severe and persistent)/urethral pain") and arthralgia ("joint pain"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea") and vaginal haemorrhage ("heavy,irregular vaginal bleeding"). In 2008, the patient experienced depression ("depression/depression"), fibromyalgia ("worsening of fibromyalgia (severe and persistent)/ worsening of fibromyalgia (2008)"), post-traumatic stress disorder ("ptsd (post-traumatic stress disorder)/ ptsd"), furuncle ("boils/boils"), muscle spasms ("muscle spasms/ muscle spasms"), tooth loss ("loss of all of my teeth / teeth falling out/and loss of all of my teeth"), toothache ("teeth pain (severe and persistent)") and borderline personality disorder ("borderline personality disorder"). In 2009, the patient experienced polyarthritis (seriousness criterion medically significant), peripheral swelling ("swelling of my legs / swelling of my hands/ swelling of my legs 1 hands 1 face"), swelling face ("swelling of my face"), dry skin ("very dry skin and head/ very dry skin and head/very dry skin and scalp"), alopecia ("hair loss/hair loss"), facial paralysis (seriousness criterion medically significant) and arthritis ("arthritis"). In 2012, the patient experienced palpitations ("heart palpitations/heart palpitations"). In 2013, the patient experienced the first episode of feeling abnormal ("brain fog/brain fog"), anxiety ("anxiety"), sleep terror ("night terrors") and the second episode of feeling abnormal ("brain fog"). In 2014, the patient experienced allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel/I am unable to wear white gold, which has nickel in it") and ovarian cyst ("ovarian cysts"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and scar ("scar tissue/scar tissue and adhesion in my abdomen"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("recurrent uti's/ recurrent uti's"), dissociative identity disorder ("dissociative identity disorder/dissociative identity disorder"), cyst ("cysts/cysts"), skin depigmentation ("loss of pigmentation in my body/loss of pigmentation in my body"), sleep apnoea syndrome ("worsened sleep apnea / sleeping apnea/night terrors"), visual impairment ("vision problems/vision problems"), hyperhidrosis ("excessive sweating/excessive sweating"), abdominal adhesions ("adhesions in my abdomen/scar tissue and adhesion in my abdomen") and insomnia ("insomnia") and was found to have weight abnormal ("weight issues/ weight issues"), blood urine present ("blood in urine/ blood in urine") and weight increased ("weight gain"). The patient was treated with cyanocobalamin-tannin complex (b12), had to have teeth pulled and surgery (total hysterectomy, oophorectomy, right salpingo-oophorectomy, left salpingectomy surgeries, lysis of adhesions, removal cyst and removal cysts). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, systemic lupus erythematosus, urinary tract infection, polyarthritis, post-traumatic stress disorder, dissociative identity disorder, palpitations, cyst, skin depigmentation, weight abnormal, sleep apnoea syndrome, peripheral swelling, swelling face, muscle spasms, hyperhidrosis, blood urine present, scar, abdominal adhesions, tooth loss, bladder disorder, sexual dysfunction, alopecia, allergy to metals, arthralgia, borderline personality disorder, ovarian cyst, insomnia, facial paralysis, the last episode of feeling abnormal and arthritis outcome was unknown, the depression, fibromyalgia, back pain, toothache, anxiety, urethral pain and sleep terror had not resolved, the furuncle, visual impairment, dry skin and dysmenorrhoea was resolving and the vaginal haemorrhage and weight increased had resolved. The reporter considered abdominal adhesions, allergy to metals, alopecia, anxiety, arthralgia, arthritis, back pain, bladder disorder, blood urine present, borderline personality disorder, cyst, depression, dissociative identity disorder, dry skin, dysmenorrhoea, facial paralysis, fallopian tube perforation, fibromyalgia, furuncle, genital haemorrhage, hyperhidrosis, insomnia, muscle spasms, ovarian cyst, palpitations, peripheral swelling, polyarthritis, post-traumatic stress disorder, scar, sexual dysfunction, skin depigmentation, sleep apnoea syndrome, sleep terror, swelling face, systemic lupus erythematosus, tooth loss, toothache, urethral pain, urinary tract infection, vaginal haemorrhage, visual impairment, weight abnormal, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure (ess205). The reporter commented: right oophorectomy on (B)(6) 2015 and a left oophorectomy on (B)(6) 2017 to remove essure. 2 rings right and 3 rings left after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : cramping and vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: pfs received. Reporter information were added and updated. Onset date of event were added and updated. Medical history, lab data, historical drug and concomitant drug were added. Event verbatim were updated as very dry skin and head/ very dry skin and head/very dry skin and scalp, worsened sleep apnea / sleeping apnea/night terrors. Allergic to nickel / hypersensitivity reaction to nickel/I am unable to wear white gold, which has nickel in it. Event : joint pain, borderline personality disorder, ovarian cysts, insomnia , bell's palsy, brain fog, dysmenorrhea, heavy,irregular vaginal bleeding, weight gain and arthritis were added. Outcome of the event boils and visual impairment were updated. Incident- no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: was coming out of the back of my tubes"), genital haemorrhage ("irregular bleeding/irregular bleeding"), systemic lupus erythematosus ("lupus") and polyarthritis ("back, joints and arthritis") in an adult female patient who had essure (ess205) (batch no. 624486 ( invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 (date of births: (B)(6) 1986), recurrent abortion from 1989 to 2005, hyperlipidemia, hypertension, knee operation, back surgery and smoker. Previously administered products included for depression: duloxetine from 2006 to (B)(6) 2018; for mood swings: lamotrigine from 2006 to (B)(6) 2018; for night terrors: clonazepam from 2006 to 29-jun-2018; for an unreported indication: ancef. Past adverse reactions to the above products included rash with ancef. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, endometriosis, pelvic adhesions, pelvic adhesions, uterine enlargement, ovarian cyst, allergic reaction to analgesics and drug allergy. In 2007, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), back pain ("back pain/back pain") and urethral pain ("urethral pain / urethral pain (severe and persistent)/urethral pain"). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced toothache ("teeth pain (severe and persistent)"). In 2009, the patient experienced fibromyalgia ("worsening of fibromyalgia (severe and persistent)/ worsening of fibromyalgia (2008)"). In 2013, the patient experienced depression ("depression/depression"), anxiety ("anxiety") and sleep terror ("night terrors"). In 2014, the patient experienced allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("recurrent uti's/ recurrent uti's"), polyarthritis (seriousness criterion medically significant), post-traumatic stress disorder ("ptsd (post-traumatic stress disorder)/ ptsd"), dissociative identity disorder ("dissociative identity disorder/dissociative identity disorder"), palpitations ("heart palpitations/heart palpitations"), cyst ("cysts/cysts"), furuncle ("boils/boils"), skin depigmentation ("loss of pigmentation in my body/loss of pigmentation in my body"), weight abnormal ("weight issues/ weight issues"), sleep apnoea syndrome ("worsened sleep apnea / sleeping apnea"), peripheral swelling ("swelling of my legs / swelling of my hands/ swelling of my legs 1 hands 1 face"), swelling face ("swelling of my face"), muscle spasms ("muscle spasms/ muscle spasms"), visual impairment ("vision problems/vision problems"), hyperhidrosis ("excessive sweating/excessive sweating"), dry skin ("very dry skin and head/ very dry skin and head "), blood urine present ("blood in urine/ blood in urine"), scar ("scar tissue/scar tissue and adhesion in my abdomen"), abdominal adhesions ("adhesions in my abdomen/scar tissue and adhesion in my abdomen"), feeling abnormal ("brain fog/brain fog"), tooth loss ("loss of all of my teeth / teeth falling out/and loss of all of my teeth"), bladder disorder ("bladder issues/bladder issues"), sexual dysfunction ("sexual dysfunction"), alopecia ("hair loss/hairloss") and investigation noncompliance ("did not undergo essure confirmation test/ did not undergo essure confirmation test"). The patient was treated with cyanocobalamin-tannin complex (b12) and surgery (total hysterectomy and oophorectomy surgeries). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, systemic lupus erythematosus, urinary tract infection, polyarthritis, post-traumatic stress disorder, dissociative identity disorder, palpitations, cyst, furuncle, skin depigmentation, weight abnormal, sleep apnoea syndrome, peripheral swelling, swelling face, muscle spasms, visual impairment, hyperhidrosis, dry skin, blood urine present, scar, abdominal adhesions, feeling abnormal, tooth loss, bladder disorder, sexual dysfunction, alopecia, allergy to metals and investigation noncompliance outcome was unknown and the depression, fibromyalgia, back pain, toothache, anxiety, urethral pain and sleep terror had not resolved. The reporter considered abdominal adhesions, allergy to metals, alopecia, anxiety, back pain, bladder disorder, blood urine present, cyst, depression, dissociative identity disorder, dry skin, fallopian tube perforation, feeling abnormal, fibromyalgia, furuncle, genital haemorrhage, hyperhidrosis, investigation noncompliance, muscle spasms, palpitations, peripheral swelling, polyarthritis, post-traumatic stress disorder, scar, sexual dysfunction, skin depigmentation, sleep apnoea syndrome, sleep terror, swelling face, systemic lupus erythematosus, tooth loss, toothache, urethral pain, urinary tract infection, visual impairment and weight abnormal to be related to essure (ess205). The reporter commented: right oophorectomy on (B)(6) 2015 and a left oophorectomy on (B)(6) 2017 to remove essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: was coming out of the back of my tubes"), genital haemorrhage ("irregular bleeding/irregular bleeding") and systemic lupus erythematosus ("lupus") in an adult female patient who had essure (ess205) (batch no. 624486) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 (date of births: 30-nov-1986), recurrent abortion from 1989 to 2005, hyperlipidemia, hypertension, knee operation, back surgery and smoker. Previously administered products included for depression: duloxetine from 2006 to (B)(6) 2018; for mood swings: lamotrigine from 2006 to (B)(6) 2018; for night terrors: clonazepam from 2006 to (B)(6) 2018; for an unreported indication: ancef. Past adverse reactions to the above products included rash with ancef. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, endometriosis, pelvic adhesions, pelvic adhesions, uterine enlargement, ovarian cyst, allergic reaction to analgesics and drug allergy. In 2007, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), back pain ("back pain/back pain") and urethral pain ("urethral pain / urethral pain (severe and persistent)/urethral pain"). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced toothache ("teeth pain (severe and persistent)"). In 2009, the patient experienced fibromyalgia ("worsening of fibromyalgia (severe and persistent)/ worsening of fibromyalgia (2008)"). In 2013, the patient experienced depression ("depression/depression"), anxiety ("anxiety") and sleep terror ("night terrors"). In 2014, the patient experienced allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("recurrent uti's/ recurrent uti's"), arthritis ("back, joints and arthritis"), post-traumatic stress disorder ("ptsd (post-traumatic stress disorder)/ ptsd"), dissociative identity disorder ("dissociative identity disorder/dissociative identity disorder"), palpitations ("heart palpitations/heart palpitations"), cyst ("cysts/cysts"), furuncle ("boils/boils"), skin depigmentation ("loss of pigmentation in my body/loss of pigmentation in my body"), weight abnormal ("weight issues/ weight issues"), sleep apnoea syndrome ("worsened sleep apnea / sleeping apnea"), peripheral swelling ("swelling of my legs / swelling of my hands/ swelling of my legs 1 hands 1 face"), swelling face ("swelling of my face"), muscle spasms ("muscle spasms/ muscle spasms"), visual impairment ("vision problems/vision problems"), hyperhidrosis ("excessive sweating/excessive sweating"), dry skin ("very dry skin and head/ very dry skin and head "), blood urine present ("blood in urine/ blood in urine"), scar ("scar tissue/scar tissue and adhesion in my abdomen"), abdominal adhesions ("adhesions in my abdomen/scar tissue and adhesion in my abdomen"), feeling abnormal ("brain fog/brain fog"), tooth loss ("loss of all of my teeth / teeth falling out/and loss of all of my teeth"), bladder disorder ("bladder issues/bladder issues"), sexual dysfunction ("sexual dysfunction"), alopecia ("hair loss/hairloss") and investigation noncompliance ("did not undergo essure confirmation test/ did not undergo essure confirmation test"). The patient was treated with cyanocobalamin-tannin complex (b12) and surgery (total hysterectomy and oophorectomy surgeries). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, systemic lupus erythematosus, urinary tract infection, arthritis, post-traumatic stress disorder, dissociative identity disorder, palpitations, cyst, furuncle, skin depigmentation, weight abnormal, sleep apnoea syndrome, peripheral swelling, swelling face, muscle spasms, visual impairment, hyperhidrosis, dry skin, blood urine present, scar, abdominal adhesions, feeling abnormal, tooth loss, bladder disorder, sexual dysfunction, alopecia, allergy to metals and investigation noncompliance outcome was unknown and the depression, fibromyalgia, back pain, toothache, anxiety, urethral pain and sleep terror had not resolved. The reporter considered abdominal adhesions, allergy to metals, alopecia, anxiety, arthritis, back pain, bladder disorder, blood urine present, cyst, depression, dissociative identity disorder, dry skin, fallopian tube perforation, feeling abnormal, fibromyalgia, furuncle, genital haemorrhage, hyperhidrosis, investigation noncompliance, muscle spasms, palpitations, peripheral swelling, post-traumatic stress disorder, scar, sexual dysfunction, skin depigmentation, sleep apnoea syndrome, sleep terror, swelling face, systemic lupus erythematosus, tooth loss, toothache, urethral pain, urinary tract infection, visual impairment and weight abnormal to be related to essure (ess205). The reporter commented: right oophorectomy on (B)(6) 2015 and a left oophorectomy on (B)(6) 2017 to remove essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet received. Reporter information. Event added lupus nos. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: was coming out of the back of my tubes"), genital haemorrhage ("irregular bleeding/irregular bleeding"), systemic lupus erythematosus ("lupus") and polyarthritis ("back, joints and arthritis") in an adult female patient who had essure (ess205) (batch no. 624486( invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 (date of births: (B)(6) 1986), recurrent abortion from 1989 to 2005, hyperlipidemia, hypertension, knee operation, back surgery and smoker. Previously administered products included for depression: duloxetine from 2006 to (B)(6) 2018; for mood swings: lamotrigine from 2006 to (B)(6) 2018; for night terrors: clonazepam from 2006 to (B)(6) 2018; for an unreported indication: ancef.past adverse reactions to the above products included rash with ancef. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, endometriosis, pelvic adhesions, pelvic adhesions, uterine enlargement, ovarian cyst, allergic reaction to analgesics and drug allergy. In 2007, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), back pain ("back pain/back pain") and urethral pain ("urethral pain / urethral pain (severe and persistent)/urethral pain"). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced toothache ("teeth pain (severe and persistent)"). In 2009, the patient experienced fibromyalgia ("worsening of fibromyalgia (severe and persistent)/ worsening of fibromyalgia (2008)"). In 2013, the patient experienced depression ("depression/depression"), anxiety ("anxiety") and sleep terror ("night terrors"). In 2014, the patient experienced allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("recurrent uti's/ recurrent uti's"), polyarthritis (seriousness criterion medically significant), post-traumatic stress disorder ("ptsd (post-traumatic stress disorder)/ ptsd"), dissociative identity disorder ("dissociative identity disorder/dissociative identity disorder"), palpitations ("heart palpitations/heart palpitations"), cyst ("cysts/cysts"), furuncle ("boils/boils"), skin depigmentation ("loss of pigmentation in my body/loss of pigmentation in my body"), weight abnormal ("weight issues/ weight issues"), sleep apnoea syndrome ("worsened sleep apnea / sleeping apnea"), peripheral swelling ("swelling of my legs / swelling of my hands/ swelling of my legs 1 hands 1 face"), swelling face ("swelling of my face"), muscle spasms ("muscle spasms/ muscle spasms"), visual impairment ("vision problems/vision problems"), hyperhidrosis ("excessive sweating/excessive sweating"), dry skin ("very dry skin and head/ very dry skin and head "), blood urine present ("blood in urine/ blood in urine"), scar ("scar tissue/scar tissue and adhesion in my abdomen"), abdominal adhesions ("adhesions in my abdomen/scar tissue and adhesion in my abdomen"), feeling abnormal ("brain fog/brain fog"), tooth loss ("loss of all of my teeth / teeth falling out/and loss of all of my teeth"), bladder disorder ("bladder issues/bladder issues"), sexual dysfunction ("sexual dysfunction"), alopecia ("hair loss/hairloss") and investigation noncompliance ("did not undergo essure confirmation test/ did not undergo essure confirmation test"). The patient was treated with cyanocobalamin-tannin complex (b12) and surgery (total hysterectomy and oophorectomy surgeries). Essure (ess205) was removed on 1-may-2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, systemic lupus erythematosus, urinary tract infection, polyarthritis, post-traumatic stress disorder, dissociative identity disorder, palpitations, cyst, furuncle, skin depigmentation, weight abnormal, sleep apnoea syndrome, peripheral swelling, swelling face, muscle spasms, visual impairment, hyperhidrosis, dry skin, blood urine present, scar, abdominal adhesions, feeling abnormal, tooth loss, bladder disorder, sexual dysfunction, alopecia, allergy to metals and investigation noncompliance outcome was unknown and the depression, fibromyalgia, back pain, toothache, anxiety, urethral pain and sleep terror had not resolved. The reporter considered abdominal adhesions, allergy to metals, alopecia, anxiety, back pain, bladder disorder, blood urine present, cyst, depression, dissociative identity disorder, dry skin, fallopian tube perforation, feeling abnormal, fibromyalgia, furuncle, genital haemorrhage, hyperhidrosis, investigation noncompliance, muscle spasms, palpitations, peripheral swelling, polyarthritis, post-traumatic stress disorder, scar, sexual dysfunction, skin depigmentation, sleep apnoea syndrome, sleep terror, swelling face, systemic lupus erythematosus, tooth loss, toothache, urethral pain, urinary tract infection, visual impairment and weight abnormal to be related to essure (ess205). The reporter commented: right oophorectomy on 01-may-2015 and a left oophorectomy on 03-feb-2017 to remove essure. Diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 20.8 kg/sqm. Quality-safety evaluation of ptc:unable to confirm complaint most recent follow-up information incorporated above includes:on 13-aug-2018: quality safety evaluation of ptc. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only.incidentno valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.